Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. A lot history review (lhr) of reza2239 showed no other similar product complaint(s) from this lot number. The device has not been returned to the manufacturer, at this time, for evaluation. Device not received for evaluation.

Event description:
It was reported as, "guide wire broke for long term hemodialysis catheter during an insertion and it happened with two cathter kits from the same lot". 01/20/2016 - the facility reports the wire broke into two pieces. The wire did not embolized and was removed successfully. The break occurred after the airguard was inserted. The doctor tired to retract the guidewire, felt resistance and the wire broke. A new guidewire was used to complete the procedure.